Event description:
It was reported that the device was difficult to retrieve. A left atrial appendage (laa) closure procedure was being performed and a 30mm watchman laa closure device & delivery system (wds) was selected to be used. During the procedure, the closure device was difficult to retrieve. The procedure was completed with a different device. The patient condition following the procedure was stable.

Manufacturer narrative:
E.1.: initial reporter phone number is (B)(6). It was reported here as phone number exceeded character limit for designated field.